Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.00 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for longer lens due to low vault. The problem was resolved. As of the day of MDR submission, the lens has not been returned.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned in a small vial. Visual inspection of the lens found the haptic torn and clear residue on lens. (B)(4).